Manufacturer narrative:
(B)(4). No lot # provided. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged slot cover with the incident serial was observed.

Event description:
It was reported that a bd sedi-40 was found to have a damaged slot cover. No injury or medical intervention was reported.